Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The device also had a scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing endcap sticker. No motor position encoder error alarm noted. The currents were within specifications.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during cannula fill. She also reported receiving a motor position encoder error and the settings had to be reprogrammed. The blood glucose at the time of the incident was 121 mg/dl. Troubleshooting was performed. The device was returned for analysis.